Manufacturer narrative:
H3: product analysis found that the interface was broken. The unit presented with fully charged batteries. A loose outer shroud, missing spare fuses and an electrode failure due to defective afe pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the patient interface stim 1 and stim 2 could not read sometimes. The issue was sometimes resolved with repositioning and sometimes didn't. The patient interface dropped on the floor and was broken after the procedure. There is no patient involved in this event.